Manufacturer narrative:
Omit: a0705 - battery problem (2885), g02002 - battery. Additional information: imdrf annex a and g codes and manufacturer narrative.

Event description:
It was reported that during on-site fleet assessment by the manufacturer, it was observed that the pcus had loose screws. It was discussed with the customer regarding ensuring four screws which hold the pcu battery in place are secured and tightened. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that during on-site fleet assessment by the manufacturer, it was observed that the pcus had loose screws. It was discussed with the customer regarding ensuring four screws which hold the pcu battery in place are secured and tightened. There was no patient involvement.